Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of abdominal aortic aneurysm in 2001. The aneurysm is reported to be large at 6.4 cm with an aortic neck diameter of 22-25 mm and aortic neck length of 15 mm with "excellent" access. The pt has agenesis of the left kidney and a history of coronary artery bypass graft surgery and hypertension. The bifurcated stent graft was deployed with the aid of a 22 french sheath. It is reported that the physician deployed the device "too quickly", resulting in its being placed too distally; partial re-sheathing of the device allowed him to push the device in a cephalad direction. The device appeared to be 5 mm from the right renal artery. It is reported that, in order to prevent further distal displacement of the bifurcated stent graft, gate access was established and a 16 french sheath was advanced. A 16mm diameter x 8.5cm length iliac limb was partially deployed, and the 16 french sheath was partially pulled down in order to provide contralateral support for the bifurcated stent graft. The 16 french sheath was then pulled down further and the iliac limb was fully deployed. A 16 mm diameter x 8.5 cm length iliac limb was then added to the first iliac limb. It is reported that the left proximal common iliac artery measured 18 mm; therefore, a 16 mm diameter x 5.5 cm length iliac cuff extender was added to ensure distal fixation. The distal ends of both iliac stents and stent junctions were dilated with a 15 mm x 4 cm balloon. An angiogram revealed a left distal endoleak, so 20 mm diameter x 3.75 mm length aortic cuff was added to achieve a secure seal and distal fixation. It is reported that final angiogram revealed one patent renal artery and patent hypogastric arteries with no distal endoleaks. A small proximal endoleak was detected, so the proximal stent grafts were dilated with a 25 mm x 2 cm balloon from both the right and left femoral arteries. A pair of lumbar arteries was noted proximally, and the physicians were reportedly uncertain whether or not they were the source of the endoleak. The pt will be followed by the physician with a follow-up CT scan. The pt suffered no additional sequelae from the reported event, and the pt is reported to be fine.